Event description:
It was reported that during a procedure, an impedance test showed the impedance on all electrode pairs with #0 as greater than 4000 ohms. The impedance test was rerun at a higher pulse width (210 microseconds and 360 microseconds) and the lead was reinserted 4 times with no change. It was reported the next day that the lead was replaced. The replacement lead ¿cleared impedance.¿ additional information received reported that there was a lead fracture at the 0 electrode. There was no reported patient injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eake, product type: lead. Product ID: 3889-28, lot# va0ef41, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0eake, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).